Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 9 mmol/l. The customer stated that he inserted a new sensor and when he removed the plastic base of the sensor, the electrode stayed on that. The customer will try another sensor.